Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 502 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Customer declined checking for leaks or air bubbles. Customer reported that there were no site or insulin issues; and settings were correct. Alarm history showed a low reservoir alarm, low battery alarm and no delivery alarm. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's instructions. Customer would call back when in receipt of tubing clamp in order to complete high pressure test.